Manufacturer narrative:
Vyaire medical file identification: (B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The event trace contains no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation. The alarm entry codes found in the event trace all fall into what are considered non-critical alarm conditions. These alarms are typical alarms that normally occur during patient ventilation. The reported problem was not reproducible. The vent passed 120 hour extended tests at customer's settings with no unusual alarms or conditions occurring. Vent passed troubleshooting final test which includes many alarm and ventilation functions. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 works fine for about 5-10 min or so and then it starts auto-cycling and giving different alarms. The customer confirmed that there is no patient involvement associated with this reported event.